Event description:
The consumer filed an incident report with the cpsc, reference number (B)(4), alleging that a humidifier caught on fire. There was not a report of personal injury with this incident.